Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had a recent blood glucose level of 420 mg/dl. Caller received assistance with calibrating the insulin pump. Troubleshooting for high blood glucose level was not performed. The insulin pump was not replaced or returned for analysis.